Event description:
It was reported the rigid video scope exhibited dark image during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
E1: facility name= (B)(6). Facility address= no. 166, lushan road, west district, changsha city, yuelu district, changsha city, hunan province. E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: event 1: the light-guide fibers glass of the distal end was worn out. This event was caused by a component failure of the distal end cover glass. Event 2: the insertion part was repaired by a third-party. This event is caused by a component failure of the 3rd party repair. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the dark image was caused by a component failure of the light transmission component. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was received from customer.